Event description:
An impella 5.5 device was inserted via the right axillary artery in a 54-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of coronary artery disease and dialysis dependence. The patient was escalated from impella cp to impella 5.5. At the end of the procedure, urine was noted to be pink-tinged, with output greater than 30 ml/hr upon leaving the operating room. Platelet count was 74k/l. The patient remained on ECMO support. It was unclear whether pink urine had been present prior to cp explant. Follow-up evaluation was planned during rounds the next day. Contributing factors included procedural heparin administration and concurrent ECMO support. The patient remained on impella 5.5 support. Hematuria may be influenced by factors such as purge-related anticoagulation requirements, the underlying ami/cgs physiology, severe hemodynamic instability, renal dysfunction and ECMO-associated hemocompatibility effects.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b updated. Corrected data: d4 catalog number. Investigation summary: ppae (hematuria): the root cause of the injury was not determined due to insufficient clinical details.